Manufacturer narrative:
(B)(4). Implant date: 2014 medical product: unknown tibial component, catalog # unknown, lot # unknown. Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2018 - 00493.

Event description:
It was reported that patient underwent right total knee arthroplasty on an unknown date and subsequently was revised due to loosening.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Implant date 2006.

Event description:
It was further reported in the patient's operative reports that the patient used a cane to ambulate but was noted to have negative antalgic limp, range of motion, effusion, pcl insufficiency and no collateral instability. Patient was also noted to have discomfort, recurrent effusion, and pain prior to revision procedure. Operative reports indicate during the revision procedure it was noted the tibial tray and femoral component were loose with extensive osteolysis noted. Furthermore, it was noted the femoral component was grossly loose at the implant cement interface. The tibial component was loose at the cement to bone interface.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed by review of the revision op report. The report indicated loosening of the femoral and tibial components and extensive osteolysis and found that the right knee had no collateral instability with range of motion 0 to 110 degree by goniometer. The femoral component was grossly loose and removed easily with manual instrument. The loosening occurred at the implant cement interface, but cement to bone interface appeared intact. Osteolysis of both posterior femoral condyles and the medial femoral condyles were curetted to healthy viable bone. Tibial components also appeared loose, same goes for cement to bone interface. No complications were noted.d through medical records for the revision surgery. No devices were received; therefore, the condition of the components is unknown. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. .